Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin would only work halfway and they were unable to properly rewind. Customer was unable to be reached to troubleshoot the insulin pump as the call back was not answered.